Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft kink occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system was being used. However, the closure device and delivery shaft kinked after full-recaptured. The bend was so severe during advancement that it effected deployment of the closure device. The procedure was completed with another of the same device. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there were numerous kinks throughout the shaft of the device. There was no damage or irregularities to the braiding. The implant was received inside the shaft when received. The implant was deployed during analysis. The implant had damaged/bent anchors. The implant was measured and was verified to be the correct size. The tip of the device was damaged with slits in the tip from the anchors of the implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft kink occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system was being used. However, the closure device and delivery shaft kinked after full-recaptured. The bend was so severe during advancement that it effected deployment of the closure device. The procedure was completed with another of the same device. No further patient complications were reported and the patient status is stable.